Event description:
It was reported that the patient is experiencing difficulty in activating his inflatable penile prosthesis(ipp) device. The cylinders of the device are not filled and the pump collapses. A revision surgery has not yet been planned. A patient outcome was not reported.